Event description:
This pt has ebstein's anomaly and required a lead repositioning. Increased thresholds were noted the day following implanted. A microdislodgement was suspected. All records indicate this lead remains actively implanted. Should add'l info become available, this event will be updated.